Manufacturer narrative:
No calibration influence was observed. A review of the sample foam detection camera pictures did not show any issues. The provided data showed some sample quality-related alarms. The field service engineer performed extensive troubleshooting and replaced multiple hardware parts. During preventive maintenance, wear of the measuring cell was observed. General hardware and reagent-related issues can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The folate reagent lot number and expiration date were not provided. Qc was within ranges prior to the sample measurement but went out of range after the sample measurement. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 4 patients' samples tested for folate on a cobas e801 immunoassay analyzer. Sample 1 (patient 1): initial result: 24.4 nmol/l. Repeat result: 17 nmol/l. Sample 2 (patient 2): initial result: 5.31 nmol/l. Repeat result: 3.28 nmol/l. Sample 3 (patient 3): initial result: 37.5 nmol/l. Repeat result: 25.9 nmol/l. Sample 4 (patient 4): initial result: 21.1 nmol/l. Repeat result: 16.2 nmol/l.